Event description:
Need additional surgeries; had a breast augmentation with mentor memory gel implants which my plastic surgeon has to see me once a month because from the beginning I started getting very sick. Hair loss, extreme fatigue, memory loss, confusion, pain; silicone is like it melted inside me, you can feel more than half of the implant is not there anymore and obviously migrating, migraines severely, was diagnosed with tachycardia, severe acne and food allergies, vision and colors are not right, balancing and tripping for no reason. These implants guaranteed are dow corning or the same. Why has the FDA not sent nusil technology a warning letter and investigation. You should be ashamed of yourselves are you not supposed to be regulating the safety of these devices. Corruption. Money, greed, fraud - shame on you. FDA safety report ID# (B)(4).